Event description:
The initial reporter stated they have seen a shift upwards in controls tested for a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 8000 c 502 module. The reporter also stated they received discrepant hba1c results for one patient sample. The sample initially resulted in an hba1c value of 10.8% and this value was reported outside of the laboratory. The result was questioned by a physician. The sample was repeated on a second analyzer, resulting in a value of 9.5%. The repeat value was deemed correct. The hba1c reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer determined there was a blockage in the sample probe. The probe was replaced. Precision studies were performed and results were acceptable. Calibration and controls passed.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.